Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced. Effective stimulation coverage was reportedly restored postoperative, and the issue has resolved.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported her scs system had been turned off following a car accident in (B)(6) 2015, and she hasn't charged or used her system since then due to other unrelated medical issues. An error message was displayed when attempting to establish communication with external devices. An sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention is planned for a later date to address the issue.